Manufacturer narrative:
G2: citation: young, m., shutran, m., orrego-gonzález, e., ogilvy, c. S., <(>&<)> taussky, p. (2023). Microsurgical clipping of residual ophthalmic artery aneurysm after initial treatment with pipeline embolization device: 2-dimensional operative video. Operative neurosurgery, 26(2), 236¿236. Https://doi.org/10.1227/ons.0000000000000932. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'microsurgical clipping of residual ophthalmic artery aneurysm after initial treatment with pipeline embolization device: 2-dimensional operative video.' The following medtronic devices were used: pipeline embolization device adverse events included: the patient experienced increase in frequency and severity of headaches 10 months after procedure and developed new visual disturbances described as "floaters" in the right eye. Follow-up magnetic resonance angiography (mra) showed persistent filling of the aneurysm (4.02 x 3.4 mm) and diagnostic cerebral angiogram confirmed incomplete occlusion. The patient underwent a craniotomy for residual ophthalmic artery clipping. No further information was provided pertaining to medtronic products.